Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. The insulin pump had scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a no delivery alarm. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's father declined to troubleshoot. The insulin pump will be returned for analysis.